Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed an no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility through (B)(4): "b. Braun IV tubing noted to be leaking during infusion of chemotherapy - hyper cvad arm b. No adverse pt outcome." (B)(4).